Event description:
It was reported that pump displayed malfunction alarm with code and there were no notable events before issue occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.